Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced photometer lamp (part number 476320) and cartridge chemistry sample probe (part number 389375) which resolved the issue. Beckman coulter internal identifier is case-(B)(6). Patient demographic information was not provided.

Event description:
The customer reported erroneous low and suppressed (no value) patient results for tbil (total bilirubin) were generated on unicel dxc 600 pro synchron system. The erroneous patient results were not released from the laboratory. There was no change in patient treatment in association with this event.